Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels as high as 522 mg/dl with moderate to trace ketones. Reportedly, the contact believed the cannula was bent and that the site may have loosened during the customer's bath, so the customer may not have properly received insulin when a bolus was delivered for dinner. However, the contact was unsure. The contact delivered a bolus via the pump to address the bg levels. Reportedly, the contact normally assisted the customer.